Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balanced middleweight 190 cm guide wire. Evaluation summary: the device was returned for evaluation. Difficult to insert/guide wire resistance was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mid left anterior descending artery stenting procedure, a balanced middleweight (bmw) 190 cm guide wire was advanced to the lesion. An xience xpedition stent delivery system (sds) was prepared according to instructions for use without issue and the xience xpedition sds could not be advanced onto the bmw guide wire at all. The xience xpedition sds was set aside and another same size xience xpedition sds was advanced over the same bmw guide wire without difficulties to stent the lesion successfully. There was no clinically significant delay in the procedure and because the xience xpedition sds never advanced onto the guide wire at all, there was no patient involvement. There was no additional information provided. Subsequent information received. The xience xpedition sds device was returned with the outer member sds separated at the mid lap seal. The inner member was not in two pieces and was still intact.